Event description:
It was reported during a routine device change out due to eol, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. Patient condition was stable.

Manufacturer narrative:
.